Event description:
This report is filed for single leaflet device attachment with increased mitral regurgitation (mr), which is considered serious injury. It was reported that an initial mitraclip procedure was performed (B)(6) 2013 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted (cds02st (B)(4) and cds02st (B)(4)). The mr grade was reduced to 3 and the procedure was completed. On (B)(6) 2014, the patient was re-admitted to the hospital due to a possible single leaflet device attachment (slda). On (B)(6) 2014, tee showed that the medial clip was attached only to the anterior leaflet. The lot/serial number of the clip having slda could not be determined. The mr grade was 4. There was no leaflet damage due to the slda. A second mitraclip procedure was performed and another clip was implanted between the initial two clips. Mr grade was reduced to 1. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, attempts were made to get clarification from the account regarding the initial procedure (i.e. Patient anatomical conditions, placement of the implanted clip, etc.); however, no additional information was available at this time. Based on the limited information provided, a definitive cause for the reported slda cannot be determined. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the recurrent mr was due to the slda. A review of the device history records for both lots (10190475/(B)(4) and 10190465/(B)(4)) revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.